Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: a young patient with a zdeg was reported to have in-graft thrombosis. The reporting physician mentioned that he did not think the thrombosis was endograft-related but might be related to the patient being non-compliant with his aspirin post-procedure or a small diameter endograft placed in a tight arch. No further information was provided. The instructions for use for this type of device lists occlusion of device as a potential adverse event. Based on the very limited information provided it has not been possible to establish a likely cause for this event. No evidence to suggest that the product was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Date of incident is unknown. Catalog# is unknown but referred to as zdeg. Investigation is still in progress.

Event description:
Description of event according to initial reporter: yesterday ((B)(6) 2020) in a publication meeting between two physicians it was orally communicated a case of in-graft thrombosis for a patient treated with a zdeg (non-low profile) device. One physician mentioned that he did not think the thrombosis was endograft-related, but instead a result of a young patient (who may be less likely to be compliant with taking aspirin post-procedure) with a small diameter endograft placed in a tight arch, which could also cause endograft infolding. No further details were provided regarding product details, outcomes, location or hospital at which the procedure was performed, etc. Patient outcome: requested.